Manufacturer narrative:
(B)(4). (B)(6). The device was serviced and the sample was visually inspected and functionally tested. The reported condition of a damaged door was confirmed. The root cause of the reported condition is unknown. To correct the issue the door assembly was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump had a damaged door. There was no patient involvement. Additional information was requested and is not available.